Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. H6: device codes- corrected to include the air in device code.

Event description:
During an atrial fibrillation ablation, a faradrive was selected for use. During procedure, just after transeptal access was about to go up with the mapping catheter, it was noted that a leak came from the hemostatic valve. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. No abnormalities noted during preparation. The damage to the hemostatic valve occurred after reinsertion of dilator. Air bubbles were observed in the sheath, but not in the patient. The leak was classified as a slow drip. The irrigation method was via a pressure bag with a flow rate was 1-2 cc/min. The devices inserted in the sheath were versacross connect for faradrive prior to the event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive was selected for use. During procedure, just after transeptal access was performed, a mapping catheter was going to be inserted, and it was noted that a leak came from the hemostatic valve. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.